Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported needle mechanism malfunction (early deployment) or determine the root cause. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod¿s user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result,¿ "if your reading is above 27.8 mmol/l [500 mg/dl], the pdm displays ¿high check for ketones!¿ this indicates severe hyperglycemia (high blood glucose)," and ¿test results greater than 13.9 mmol/l [250 mg/dl] mean high blood glucose (hyperglycemia). If you get results above 13.9 mmol/l [250 mg/dl], but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 13.9 mmol/l [250 mg/dl], follow the treatment advice of your healthcare provider.¿ it advises ¿the pdm will also displays a reminder to check the infusion site and cannula. Make sure the pod is securely attached to your skin. You can see the cannula through the small viewing window on the pod.¿

Event description:
The customer reported her blood glucose read "high' (> 27.8 mmol/l) (> 500 mg/dl) and that the needle deploy the cannula early.